Event description:
The facility reported via email in the corporate inbox that logix software was not functioning properly. In logix "cm", the end of day (eod) process had not occurred since (B)(6) 2011 the customer attempted changing the eod time in customization options of "cm", but it appears to have had no effect. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of application defect-function not working was confirmed. The root cause was determined to be due to the customer pc environment at the user facility. The sequel server agent (sql) server agent was not running at the time of the event.

Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is (B)(4) exempt. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.